Manufacturer narrative:
Age/date of birth: exact age not provided, mean age was 77.1 ± 7.6. Sex/gender: female: 8 (53.3), male 7. Weight and ethnicity: information unknown/not provided. Date of event: (B)(6) 2021. (The date article was published). Brand name: unknown, as the serial number was not provided. Model number: the exact model is unknown as the serial number was not provided, only indicated baerveldt-350. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: exact dates not provided, between january 2015 and 2018. Explant date: n/a (not applicable) there is no indication the device has been explanted. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Citation: nuzzi, r., gremmo g., toja f., marolo p. (2021). A retrospective comparison of trabeculectomy, baerveldt glaucoma implant, and microinvasive glaucoma surgeries in a three-year follow-up. Seminars in ophthalmology. 36(8), pp. 839-849. Doi: 10.1080/08820538.2021.1931356. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: a retrospective comparison of trabeculectomy, baerveldt glaucoma implant, and microinvasive glaucoma surgeries in a three-year follow-up. A retrospective study was done to evaluate the safety and efficacy of migs (xen and cypass) compared to trabeculectomy and baerveldt implants. A total of 95 patients with glaucoma were treated with either baerveldt 350 implants (johnson and johnson vision) (n=15), trabeculectomy (n=39) or microinvasive glaucoma surgeries (migs) using xen gel stents (allergan inc.) (N=23) or cypass micro-stent (alcon) (n=18) implants. In patients treated with baerveldt 350 implants, complications include early transient hyphema (n=1) which regressed spontaneously after a month post-surgery, corneal decompensation (n=1) which was treated with descemet¿s stripping automated endothelial keratoplasty (dsaek) 1 year after the surgery, and late endophthalmitis with loss of visual function (n=1) 2 years after the surgery.